Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was was replaced due to tube erosion and loss of fluid. No other adverse effects were reported.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the surgeon details that the prosthesis was checked during this revision, in which a leak was identified in the reservoir tube. Since the rest of the prosthesis was fine, the surgeon kept the same prosthesis and only changed that part of the reservoir tube, so only the assembly kit was utilized. No replacement device needed.

Event description:
According to the available information, the surgeon details that the prosthesis was checked during this revision, in which a leak was identified in the reservoir tube. Since the rest of the prosthesis was fine, the surgeon kept the same prosthesis and only changed that part of the reservoir tube, so only the assembly kit was utilized. No replacement device needed.

Manufacturer narrative:
Detached connector/tubing was received for evaluation. Abrasion was noted on the detached connector/inlet tubing. A separation, surrounded by abrasion, was noted on the detached inlet tubing. This is a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump may have overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.